Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery alert and no delivery alarm. The customer¿s blood glucose level was 300 mg/dl. The customer also reported that the insulin pump had a cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm and no excessive no delivery alarm during test. Device received with cracked battery tube threads.